Manufacturer narrative:
The material manager at the surgical facility confirmed that the head of the screw broke off during implantation. The bottom threading and shaft remain in the pt, while the broken head was discarded at the facility. There was no consequence to the pt reported and the surgery was stated to have been completed successfully.

Event description:
An autofix cannulated compression screw broke during implantation. Part of the broken cannulated compression screw remains in the pt, while the piece that broke off was disposed by the facility. The surgery was reported successful.